Event description:
It is reported that the patient received a knee implant in 2012 and was revised in 2013 due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.